Event description:
The customer reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. As a precaution, at the pcbs and connectors on workstation and mainframe were evaluated and reseated. The system was tested and found to be working as intended and put back into service.